Manufacturer narrative:
(B)(4).

Event description:
As reported by our edwards (B)(4) registry, three years and five months after the implant of a 26mm sapien xt valve, a tte revealed stenosis of the valve, severe left ventricular dysfunction and a lbbb. Only monitoring was performed due to the patient's severe renal insufficiency. No other actions were taken. Seven months later, the patient suffered from heart failure at home and expired in the hospital.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the bioprosthetic valve appeared to be stenosed three years and five months post implant. The exact cause of the valve stenosis cannot be confirmed. The patient was monitored with no intervention performed. The patient subsequently expired seven months later from heart failure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards european source xt registry, three years and five months after the implant of a 26mm sapien xt valve, a tte revealed stenosis of the valve and severe lbbb. The patient was monitored. No other actions were taken. Seven months later, the patient suffered from heart failure at home and expired in the hospital.